Event description:
It was reported by international mallinckrodt distributor (taiwan) that inflation could not be mainatained on one, size 8 fen, fenestrated low pressure cuffed tracheostomy tube. This was detected during the "surgical procedure." A second device was used with no further problems encountered. There was one pt involved with no reported pt injury. One size 8 fen device was returned to the MFR for decontamination, analysis and investigation on 07/07/98.